Event description:
Caller alleged false negative hcg results. Results as follows: on (B)(6) 2014 the patient took a home pregnancy test with positive results. The same day at approximately 8:00am a confirmatory lab test was performed. Serum sample= 195 iu/l. Patient was confirmed pregnant; 4 days overdue. On (B)(6) 2014 the patient went to the their doctor. At approximately 7:30am the patient was tested using the surestep hcg urine cassette and received negative results. Customer did not provide the lot number.

Manufacturer narrative:
Further investigation cannot be pursued because no lot number was provided. This issue will be tracked and trended. Corrective action is not required at this time.